Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture, residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Corrected data: b5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced for another same model/length lens (implanted vertically). The problem was resolved. Cause of event was reported as unknown. D4: primary unique device identifier (UDI) #: (B)(4), "UDI related data quality updates only". H4: device manufacture date: 26-jun-2023. Claim # (B)(4).

Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Due to low vault, the lens was removed and replaced for another same model/length lens (implanted vertically). The problem was resolved. Cause of event was reported as unknown.